Manufacturer narrative:
Product complaint # (B)(4). Device evaluation summary: an opened sample of product code meh7714l received for evaluation. This product code is multistrand's and the packet contains four strands double armed with pledget (two strands green and two strands white). During the visual inspection of the sample, four needles/sutures pieces (green) were noted re-parked in a foam, two needle/sutures pieces (white) and a strand double armed (white) without pledget could be observed. As total four strands double armed (two green and two white). The manufacturing records couldn't be reviewed as the batch number is unknown. Per the conditions of the sample received, the assignable cause pf the assembly missing component was caused by missing pledget.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. When opening the package, it was found that there had been no pledget on the suture. Further details are not provided. Upon device evaluation, a strand without pledget could be observed. There were no adverse consequences to the patient.